Manufacturer narrative:
The device was returned with the needle fully deployed. The data showed an 0x18 alarm, but not drive stalls or timeouts. The device was returned with no insulin in the reservoir, so the 0x18 alarm was generated due to the plunger hitting the bottom of the reservoir. No damages or deficiencies were observed that would lead to a dislodge or a failure to adhere, therefore the cause of these events cannot be determined. No other damages or deficiencies were observed; the device functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. The pod failed to adhere and reportedly fell off the infusion site (abdomen), causing the cannula to dislodge.